Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-aug-2024. Investigation summary material #: 364389. Lot/batch #: 3151632. Bd received 2 samples and 3 photos for investigation. The samples and photos were evaluated and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, the syringe was missing its IV shield resulting in a clean needle stick injury to the user. An additional syringe was found without an IV shield in the same shelf carton. No further impact was reported.

Manufacturer narrative:
(B)(6) investigation summary: "material #: 364389 lot/batch #: 3151632 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe, the syringe was missing its IV shield resulting in a clean needle stick injury to the user. An additional syringe was found without an IV shield in the same shelf carton. No further impact was reported.